Manufacturer narrative:
The actual sample was received for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that in previous cases, scrubbed personnel have been cut when breaking the glass within the rubber. What is the total number of events? Please provide event dates of other events. Were any of the other events previously reported to ethicon? For each individual event, please provide the following information: was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? What is the name and date of the surgical procedure? Can you identify the lot number of the product that was used?

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on (B)(6) 2017 and the topical skin adhesive was used. During the procedure, the device inner glass ampule was exposed when the pen was squeezed to initiate use, and a sharp piece of glass was sticking through the rubber on the pen. It was also reported that in this case, the surgeon was not cut by the exposed glass. Another like device was used to complete the procedure. Additional information has been requested.